Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and was found to have a blade broken. The blade broke at roughly the midpoint. A piece approximately .485" x .085" was found to be broken off. Broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The batch sequence number is 0362.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and was found to have a blade broken. The blade broke at roughly the midpoint. A piece approximately .485" x .085" was found to be broken off. Broken piece was returned. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to damage from mishandling/misuse, which may include improper handling of the cable during either use or reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument head was broken. After confirming with the clinical customer, no fragment fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.